Event description:
It was reported that the patient complained of feeling tired and short of breath. The device was at recommended replacement time (rrt), and was exhibited intermitted loss of capture. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.